Event description:
The customer contact reported, the patient received less IV fluid than intended. The pump was programmed to deliver cholecystokinin at a rate of 100ml/hr with a volume to be infused of 50ml and the delivery was started. After an unspecified length of time, the healthcare professional noted, the "device stated that it had delivered 43, or around 43, but the bag was almost halfway full." The device was removed from clinical service. Therapy was resumed via gravity flow. There were no reported adverse pt effects. No medical intervention was required. During testing at the user facility, the device delivered less than expected. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.